Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2014-05466. It was further reported that a pt2 guide wire was advanced to the distal left circumflex (lcx) prior to predilatation and stent placement. In addition, the patient also complained of back pain following stent placement in the distal lcx and was treated with demerol.

Event description:
Same case as MDR ID: 2134265-2014-04852. (B)(4) clinical study. It was reported that left shoulder pain and vessel jailing occurred. In (B)(6) 2010, the patient was diagnosed with non q-wave myocardial infarction and cardiac catheterization was recommended. Subsequently, coronary angiography and the index procedure were performed. The target lesion #1 was a de-novo totally occluded culprit lesion for st elevation myocardial infarction (stemi) located in the mid left anterior descending (lad) with 100% stenosis and was 25 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation followed by placement of a 3.00 x 38 mm taxus® liberté® long stent. Following stent placement, a flow limiting vessel dissection just at the end of the stent was noted which was treated with placement of a 2.75 x 20 mm taxus® liberté® stent overlapped with the 3.00 x 38 mm taxus® liberté® long stent, resulting in 0% residual stenosis. The target lesion #2 was a de-novo lesion located in ramus with 80% stenosis and was 15 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation followed by placement of a 3.00 x 24 mm taxus® liberté® stent with 0% residual stenosis. The target lesion #3 was a de-novo lesion located in distal left circumflex (lcx) with 80% stenosis and was 20 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 2.75 x 28 mm taxus® liberté® stent. Post stent deployment, it was noted that the major obtuse marginal (om) branch was compromise and patient complained of left shoulder pain. The physician treated the events with balloon angioplasty and nitroglycerin respectively. Following post dilatation,residual stenosis is 0% with good flow into the om branch. One day post procedure, the patient was discharged on aspirin and prasugrel.